Event description:
It was reported that during the implant procedure the right ventricle leadless pacemaker (rvlp) was unable to be interrogated despite all troubleshooting. The rvlp was exchanged and the procedure was completed. The patient was stable following the procedure.